Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse) and found that loading deck had been bent by operator which resulted in patient interfaces not being seated correctly. Fse repaired loading deck and performed z-calibration and cut multiple gels. Remained on site to perform surgery support. System meets all manufacturer's specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and there was a flap complication which resulted in a button-hole and vertical gas breakthrough in the left eye. The treatment was aborted. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities.